Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review show power on reset events on (B)(6) 2013. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. A visual inspection of battery cap revealed, stripped threads, when battery cap was installed onto the test pump and there was evidence that the yellow o-ring was visible and not seated properly. Power loss was duplicated due to the cap detaching. Test battery cap was not able to tighten, the o-ring was visible but could not completely tighten due to battery compartment crack. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).